Event description:
It was reported when the patient went to the store they didn¿t ¿get anything from the security gate anymore¿ and stated they ¿used to feel a tingling.¿ it was stated, the patient noticed the issue of not feeling tingling when going through security at stores for about a month.

Manufacturer narrative:
Product ID 3037, serial# (B)(6); product type programmer, patient product ID 3 889-28, lot# v636178, implanted: 2011 (B)(6); product type lead. (B)(4).